Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided..

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedures of cystoscopy, posterior repair, and perinealorrhaphy during mesh implantation. It was reported that the patient underwent revision of sling site with excision of tiny portion of exposed mesh and insertion of new transobturator (aris) on 08/17/2010. It was reported that the patient underwent removal of transobturator sling and eroded mesh from prior sling secondary to mesh erosion on (B)(6) 2012. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01147. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional b5 narrative: it was reported that following insertion the patient experienced recurrent urinary incontinence, recurrent prolapse, obstruction, and vaginal bulge.

Event description:
It was reported that following insertion the patient experienced recurrent urinary incontinence, recurrent prolapse, obstruction, and vaginal bulge.

Manufacturer narrative:
It was reported that the patient underwent exam under anesthesia with revision of the sling site and cystoscopy on (B)(6) 2010 due to suburethral erosion at sling site, vaginal adhesions and rule out of rectocele and/or rectocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence, rectocele, urethral hypermobility and an a mesh was implanted.